Manufacturer narrative:
Additional information has been requested from the reporter, but has not been received. The lens was not returned for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No similar events have been reported for this product lot. Based on the information provided, we are unable to determine a root cause. Corrective action is not necessary at this time.

Event description:
It was reported that an intraocular lens (iol) was explanted 3 ½ months post implant due to z factor mechanical complication. The lens was replaced with different model anterior chamber lens of a different diopter. Though requested, no additional information has been received.